Event description:
Report received from the USA stating that the device had a bent tip. The device was being used during surgery. It is known that no patient injury occurred. It is unknown if medical intervention occurred or user injury occurred. There was no additional information provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. It additional information becomes available, a supplemental report will be sent. (B)(4).